Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. Review of the system log was completed, and no procedure related system errors were found. Review of the advanced stapler instrument log did not show documentation of a partial fire during the procedure. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted pulmonary segmentectomy procedure, the sureform 45 curved-tip stapler did not continue with the stapling process. It has not been determined whether this event involved a staple line leak and/or a partial fire. Conservatively reported due to insufficient information for a potential staple line leak.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the sureform 45 curved-tip stapler did not continue with the stapling process. It has not been determined whether this event involved an actual staple line leak and/or a partial fire. The procedure was completed and there was no report of any adverse patient impact. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received.

Manufacturer narrative:
On 06-jun-2023, the following additional information was obtained: the customer returned two sureform 45 stapler instruments and it's associated green sureform45 reloads. Based on the instruments' information, the procedure details were confirmed. The sureform 45 curved-tip stapler (pn t10220614-0650) instrument has been received and investigations completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Based on stapler log review, the instrument was found to have 1 firing failure, which confirms that the customer reported complaint of blade was exposed on the reload after firing. However, the firing failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system, passing initialization, recognition, and engagement tests. The instrument clamped, fired, and unclamped successfully with a sureform green 45 reload. Additionally, the instrument was found to have thermal damage and observed warping to the chassis due to being autoclaved. Common cause of this failure is attributed to the user. The green sureform 45 reload (came in with pn t10220614-0650) has been received and investigation completed. The reload was found to have the knife exposed within the knife track. Common causes of the failure mode exposed component reloads are typically attributed to the user. The reload was disassembled in-house for inspection and found to have cartridge damage along the knife track. No material appears to be missing. The reload was found to have a damaged blade, which exhibited mechanical indentations. Common cause of these failures is attributed to the user. The sureform 45 curved-tip stapler (t10220614-0418) instrument has been received and investigations completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review. Functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. The instrument was found to have thermal damage and warping to the chassis. The thermal damage is due to the instrument being autoclaved. Additionally, the instrument was found to have a seized bearing. This failure was a result of the instrument being autoclaved. Common cause of this failure is attributed to the user. The green sureform 45 reload (came in with pn t10220614-0418) has been received and investigation completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have a firing failure based on log and during in-house inspection. Common cause of the failure mode exposed component reloads are typically attributed to the user. Additionally, the reload was found to have mechanical indentation damage to the blade and a lodged staple on the blade in the knife track. Common cause of this failure is attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 29-jun-2023, intuitive surgical, inc. (Isi) received the following additional information about the reported event: isi received another green sureform 45 reload and completed failure analysis evaluation. The stapler reload was found to have the knife exposed within the knife track. The stapler reload was found to have a firing failure based on log and during in-house inspection. Additionally, the stapler reload was found to have mechanical indentation damage to the blade. The reload was also found to have a lodged staple on the blade in the knife track. Common causes of these failures are attributed to misuse/mishandling.